Manufacturer narrative:
An event regarding crack/fracture/abnormal ion levels involving an triathlon metal backed patella was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left patella revision due to patella debonding/fracture and high cobalt levels. Primary implanted in 2009 or 2010.